Event description:
It was reported to boston scientific corporation in 2005 that a hemostatic clipping device was used during a colonoscopy procedure three days prior. (Patient age, gender and weight unknown) according to the complaint, "this clip would not release, it fell off / dangled from the catheter." The case was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine"

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.